Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The report for the valve-in-valve procedure was submitted in regulatory report 2025587-2017-00962.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, following pre-implant balloon aortic valvuloplasty (bav) with a 16 mm balloon, the valve was recaptured. After the recapture, the patient became hypotensive and an ultrasound showed a large pericardial leak. Per the physician, the guidewire had caused a left ventricle perforation and had most likely occurred during the pre-implant bav. It was reported that the guidewire had been pre-shaped, that no resistance had been felt when advancing the wire and had been introduced using a 6 fr pigtail. The left ventricle perforation was repaired surgically. Once stabilized, a transcatheter bioprosthetic was implanted. The valve was implanted high and resulted in severe paravalvular leak (pvl). Subsequently, another transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that after the first recapture the patient became hypotensive and showed a large pericardial leak. Hypotension is a known potential adverse effect per evolutr instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, in this event, the physician felt that the pericardial leak was due to the guidewire causing a lv perforation most likely during the pre-implant bav. The guidewire had been pre-shaped prior to use. Per the IFU, the tip of the confida brecker guidewire, is not designed to be re-shaped, re-shaping of the tip of the guidewire could result in damage to the guidewire. Damage to the guidewire may cause vessel damage. As the guidewire has not been made available for analysis, we can surmise that the preshaping of the guidewire most likely played a role in the resulting ventricle perforation, this is a user related event. If information is provided in the future, a supplemental report will be issued.